Event description:
A distributor in (B)(4) reported that expiratory heater wire socket of an rt200 adult dual heated breathing circuit had bent pins. The bent pins were observed prior to pt use.

Manufacturer narrative:
(B)(4). The rt200 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the inspiratory and expiratory limbs of the breathing circuits were tested for damaged pins. Results: a heater wire pin on the expiratory limb of the breathing circuit was bent. A lot check revealed no other complaints of this nature for lot number 090921. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to bend the heater wire pins during use if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were bent during production or by end user. Damaged pins do not preclude ventilation of the pt, but prevent the heating of the gas delivered. (B)(4).